Event description:
Consumer complaint of about erratic blood results. Back to back blood tests were 600 mg/dl and 141 mg/dl. Based on parkes error grid analysis, the bias between the two results is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).